Manufacturer narrative:
Product event summary: the rate and output were checked on a test system, there were no observations. An incoming functional test was performed twice and there were no observations. The output is within limits. After replacing the flextape assembly the output was increased. The main board was recalibrated. No observations after an endurance test. The reported event could not be reproduced.

Event description:
It was reported that when the external pulse generator (epg) was programmed to 40 beats per minute (bpm), the epg flashed while the patient was at 60 bpm without a pacing spike and when the patient was at 30 bpm, there was no stimulation while the device was set to 40 bpm. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the interconnect flex. Visual inspection revealed no anomalies. Bench analysis did not find any anomalies or failures. Conclusion: could not reproduce the reported anomaly.